Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor would not securely latch a test electrode belt. Upon evaluation, the monitor was run for 24 hours and showed multiple abnormal shutdowns. For preventive measure, the computer / analog (ca) board was replaced for potential pld/dsp defects. The root cause could not be isolated to the defective belt connector or ca board. The root cause of the defective connector is excessive force placed on the connector while a belt was attached. The root cause of the potential pld/dsp defects was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A distributor returned a monitor indicating that it was resetting.